Event description:
During a gastric banding procedure, it was reported by affiliate that after placing a 1 seal reducer on trocar, internal trocar house broke off with 1 seal still attached. The silicone ring of trocar became free. A new device was used to complete the case. There was no pt consequence. Add'l info received on 4/2/97. It was clarified that silicone ring did not fall into pt.